Manufacturer narrative:
After multiple unsuccessful attempts to contact complainant regarding return of complaint catheter, we are closing this complaint. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
It was reported that the carto 3 and us system were displaying poor images quality when the soundstar was connected to the us machine. The caller replaced the catheter and the issue was resolved. The procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. Procedure was reported as a watchman closure device. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.